Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was not confirmed. The device was visually inspected. It was burned in (assessed) for 8 hours but unable to identify any problem with image or functionality. The device is fully functional and returned to the user facility.

Event description:
The user facility reported that there was an issue with the image. The image does not appear. The device is not giving a picture. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 8010047-2020-07323. The original equipment manufacturer (OEM) performed a device history record review and no abnormalities were noted. An investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The potential root cause of the reported no image condition has been determined to be due to damaged charged coupled device chip (ccd) or cable unit. This is presumed to have caused an unexpected stress on the head, resulting in a failure of the ccd unit, or an unexpected stress on the cable, resulting in a failure of the cable unit, which resulted in a failure of the image. Olympus will continue to monitor the field performance of this device. To mitigate the risk of damage to the ccd or cable, the instruction manual provides the following: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.